Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
A report received from (B)(6) stating that the device had a fractured drive shaft that was observed during a cadaver training course. No injuries were reported to have occurred, however, it is unk if medical intervention was necessary. The occurrence date is unk. There was no add'l info provided.